Event description:
The generator was replaced. Generator data was provided and revealed that there were no output current issues. The previous report that the vns was "non functional" at the current output likely refers to the generator being ineffective at controlling seizures at the programmed settings (0.25ma), which is below therapeutic levels. The explanted generator was discarded. No further relevant information has been received to date.

Event description:
It was reported in clinic notes that the patient's battery is low and non-functional at the current output, which appears to indicate low output current. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.